Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, user found a hair on the vasoview hemopro 2 after removing from the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Please disregard previous narrative data. Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. A visual inspection was conducted. A piece of hair was observed on the handle of the device near the toggle switch. The original packaging was not returned. Based on the condition of the device as returned and on the results of the investigation, the reported failure mode "packaging issue" was confirmed. However, it is not possible to determine when the hair was introduced into the device package. This device was shipped out under sterile conditions. The lot sterilization inspection forms and the lot DHR was reviewed. No nonconformities occurred during the sterilization process. There were no non-conformities observed in the DHR. The lot conforms to all the requirements and specification. According to the manufacturing process instructions for evh packaging, the trays are inspected for any foreign particulates present and are vigorously vacuumed and sterilized using alcohol wipes before assembling devices inside the tray. Each device is inspected for the presence of any foreign particulates and wiped with alcohol wipes before being placed inside the tray.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, user found a hair on the vasoview hemopro 2 after removing from the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.